Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt reported that after wearing the pod on his leg for more than 48 hours he noticed the site was red, sensitive to the touch and it was about the size of a dime. The infection had grown to 2 inches in diameter so he decided to go see his doctor who placed him on a 5 days treatment of antibiotic cream for his site infection. He also noted that he had cellulitis symptoms.